Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable straps was used. Defective device. Either the staples did not come out, or they came out through 2 and did not attach to the prosthesis. Waste of time. Device change. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ any patient consequences? ¿ how long was the delay? ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. ¿ provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Clamp jamming occurred at the end of the procedure. Procedure completed no consequence for the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2026. H6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 (UDI, expiration date), d9, h3, h4, h6. Corrected information: d4 (lot). Additional information was requested; the following was obtained: product code: strap25. Product lot/batch: 10a7hz. 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The material sent corresponds to the declaration, the lot number is indeed different, so it must be a transcription error of the nurse. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.